Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill, rewind anomaly, button keypad anomaly, failed battery test alarm and change/battery lasts less than expected anomaly due to blank display. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck and unresponsive button issue. Customer reported that the insulin pump had random no delivery alarm. Customer reported that the insulin pump made grinding noise during rewound. Insulin pump erased setting when changing the battery and had rejected new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.